Manufacturer narrative:
(B)(4).

Event description:
The complaint indicates that the patient reported a detached sensor wire..based on visual inspection, testing concluded that the sensor wire with (B)(4) is detached from the sensor pod and seal carrier. The problem is confirmed because the sensor wire with (B)(4) was detached from the sensor pod and seal carrier. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/17/2017 that on (B)(6) 2017, prior to the insertion of the sensor wire, it was noticed that it had detached and was sticking out of the applicator below the sensor pod. There was no attempt to insert the sensor. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined.